Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and asc-us. Concurrent conditions included ovulation pain, painful intercourse and low back pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), autoimmune disorder ("autoimmune-like symptoms") and dysgeusia ("taste of metal") and was found to have uterine neoplasm ("I had a tumor at the opening of my uterus/tumor"). The patient was treated with surgery (ablation. And robotic-assisted hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, infection, autoimmune disorder, dysgeusia and uterine neoplasm outcome was unknown. The reporter considered autoimmune disorder, dysgeusia, genital haemorrhage, infection, menorrhagia, pelvic pain and uterine neoplasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the bilateral tubes were blocked at the level of the ostia. The coils were visualized bilaterally. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.